Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 5.08.92 categorized as remediated.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. The condition of a battery depleted set alarm was confirmed due to depleted main batteries. The main batteries and harness were replaced to correct the condition. If any additional information becomes available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. (B)(4).